Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(6) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed

Event description:
Complainant alleged that the autopulse platform displayed a "check patient alignment" message. The biomed was unable to duplicate the error. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform shows that the battery lock was bent. The physical damage found during visual inspection is not related to the reported event of the platform displaying a "check patient alignment" error message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in november of 2010). A review of the archive was performed and the reported complaint of the platform displaying a "check patient alignment" error message was not confirmed. The archive data shows that a session occurred on the reported event date of (B)(6) 2014 and appears to be normal. Functional testing was performed and the reported issue of the platform displaying a "check patient alignment" error message could not be reproduced. The platform ran with a test manikin for 10 minutes and with a large resuscitation test fixture (lrtf) for 7 minutes and no problems were observed. Based on the investigation, the part that was identified for replacement was the battery lock. In summary, the reported complaint of the platform displaying a "check patient alignment" error message was not confirmed based on the archive review and was unable to be reproduced during functional testing. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the battery lock, the platform passed all testing criteria.